Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified basilic vein. A 6.0x40, 40cm mustang balloon catheter was advanced for dilatation. However, on the 1st inflation at 7 atmospheres, the balloon ruptured after being inflated for 5 seconds. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.